Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that three months after the pre-erosion conditions were noted with the new system, this lead was explanted due to infection and full erosion. There were no additional adverse effects reported.

Event description:
Boston scientific recently received information that with the previous pulse generator over 3 years ago, this lead experienced and erosion and infection, requiring the removal of the device. The lead remained implanted with the new device. Recently, this lead and the new device have displayed a migration to the skin of the patient and pre-erosion conditions. Additionally, high thresholds have also been noted on this lead. No adverse patient effects were reported and no remedial action has been taken at this time.